Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap, the tube cap is not tightly attached after the tube is filled with a blood sample." Additional information received: health care provider was wearing ppe, no exposure or interventions required.

Manufacturer narrative:
H6: investigation summary: bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose caps/stopper creepout was observed, as the photo shows evidence of tubes with slightly unseated hemogard caps. The customer¿s indicated failure mode for closure separation was not observed, as the photo provides no evidence of hemogard caps detached from the rubber stoppers. Twenty-nine (29) of the customer samples were evaluated by functional testing and the indicated failure mode for loose caps/stopper creepout with the incident lot was not observed. The same twenty-nine (29) customer samples were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. Twenty-nine (29) retention samples from bd inventory were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was not observed as there was no evidence of stopper/cap separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure modes of loose caps/stopper creepout based on the provided photo and retention sample testing and closure separation based on the returned sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #3741863 has been initiated for further investigation of serum stopper creep out complaints, and has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Bd was not able to identify a root cause for the indicated failure mode of closure separation. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap, the tube cap is not tightly attached after the tube is filled with a blood sample." Additional information received: health care provider was wearing ppe, no exposure or interventions required.